Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient had fallen multiple times. The patient noted that her legs gave out on her which resulted in the falls. Nevro attempted to obtain a medical assessment regarding the nature of the falls, but none was available. The patient is currently using the device and receiving effective pain relief.